Event description:
During cardiomems implant procedure, following the initial insertion of the pulmonary wedge catheter the physician determined that it would be necessary to change out the catheter to select a target vessel. The pa(pulmonary artery) catheter was removed and a new catheter was advanced through the right ventricle. At this time, it was noted that the patient was becoming bradycardic. Medications were given as a result. The implant procedure was completed. Additional medications were administered post procedure and the patient was admitted for observation due to continued bradycardia and hypotension. The physician reports the cause of the bradycardia was the advancement of the non-(B)(6) catheter (jr 4 ¿ cordis). A sv5 guidewire was also used for the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5146910.